Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (B)(6); product type: 0191-extension; implant date (B)(6) 2025, brand name sensight; product ID b3400060 (B)(6); product type: 0191-extension; implant date 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of parkinson's disease underwent a surgical intervention involving the rerouting of extension wires and implantable neurostimulator battery. The patient felt that the battery had migrated slightly, and the extension wires were causing discomfort along the neck. The extension wires were retunneled, and the battery was resutured to address the issue. The issue was resolved at the time of the report. No patient complications have been reported as a result of this event.